Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had been buying the gum soft picks for many years for his family. The last batch of 320 count had several where the green tip began to come apart.